Manufacturer narrative:
Results: the returned device was fractured at approximately 59.0 cm from the hub. Yield marks were present near the fracture. Conclusions: evaluation of the returned 3maxc confirmed a fractured device with yield marks near the fracture. The reported complaint indicated that the device was kinked before it was fractured. If the device is forcefully advanced into a parent catheter at extreme angles outside the patient body, damage such as a kink may occur. If the kinked device is further manipulated, the kink may become fractured. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the carotid artery using a penumbra system 3max reperfusion catheter (3maxc). During initial introduction of the 3maxc through the tuohy valve and into the penumbra system jet 7 reperfusion catheter (jet7), the technician reported that the 3maxc kinked and broke in half mid-shaft. It was also reported that the 3maxc break occurred in the portion of the catheter that had not been advanced into the tuohy valve; therefore, the 3maxc was removed. The procedure was completed using another 3maxc and the same jet7. There was no report of an adverse effect to the patient.